Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-jan-2024. The most recent information was received on 02-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("chronic fatigue") in a female patient who had essure inserted (lot no. D31448) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 30-sep-2015, the patient had essure inserted. On 30-sep-2015, the day of essure insertion, she experienced fatigue (seriousness criterion intervention required), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), trigeminal neuralgia ("several episodes of trigeminal neuralgia"), dry skin ("dry skin") and limb discomfort ("feeling of heavy legs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy with removal of essure devices is scheduled for 06-mar-2024). The reporter considered alopecia, dry skin, fatigue, limb discomfort, trigeminal neuralgia, vitamin d deficiency and weight increased to be related to essure administration. The reporter commented: patient¿s current status: after numerous treatments following all the symptoms, surgery (bilateral salpingectomy via laparoscopy with removal of the essure devices) to remove them is scheduled for 06-mar-2024. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-feb-2024: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("chronic fatigue") in a female patient who had essure inserted (lot no. D31448) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced fatigue (seriousness criterion intervention required), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), trigeminal neuralgia ("several episodes of trigeminal neuralgia"), dry skin ("dry skin") and limb discomfort ("feeling of heavy legs") and was found to have weight increased ("weight gain"). The patient will be treated with surgery (bilateral salpingectomy via laparoscopy with removal of essure devices is scheduled for (B)(6) 2024). The reporter considered alopecia, dry skin, fatigue, limb discomfort, trigeminal neuralgia, vitamin d deficiency and weight increased to be related to essure administration. The reporter commented: patient¿s current status: after numerous treatments following all the symptoms, surgery (bilateral salpingectomy via laparoscopy with removal of the essure devices) to remove them is scheduled for (B)(6) 2024. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.